Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2431175 and 2438611 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, instability and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Update (B)(6) 2016- medical records received. Medical records were reviewed for MDR reportability. There is no report of revision or revision surgical report. Medical records reported pain with weight bearing an a radiograph reportedly showed mild varus shift of the femoral component suggesting lack of ingrowth and severe osteoporosis. There was no report of instability and lab results for metal ions were less than 7 parts per billion. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A previous review of the device history records for lot codes 2431175 and 2438611 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/22/16, 3/28/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 6, 2016.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd (B)(4) 2013 - pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A previous review of the device history records for lot codes 2431175 and 2438611 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges infection, metallosis, and metal wear. Doi: (B)(6) 2007 - dor: (B)(6) 2018 (right hip).